Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to inductor, designator l1 on the analog pcb assembly. It was observed that legs 1 and 4 of l1 were resistive to 580 ohms, which prohibited the device from powering on. The customer received a replacement device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to perform preventative maintenance on their device. Upon evaluation of the device, physio-control observed that the device would not power on. There was no patient use associated with the reported event.